Event description:
It was reported the user received a burn. Visual examination of the unit showed no indication of excessive heat. Heat-rise testing of the unit was within normal parameters. We found no defect with the performance of the unit. Discussion with the user indicated that she had not followed instructions and warning as to use of the product. We determined that this report was attributable to the customer's failure to follow instructions.